Manufacturer narrative:
A complete lead was returned for analysis. The reported events were not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead exhibited high pacing threshold and intermittent sensing. It was also noted with decreased r-wave sensing since implant. The lead was explanted and replaced. The asymptomatic patient tolerated the procedure well.